Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right middle cerebral artery (mca) embolic cerebrovascular accident (cva) with left sided paralysis. They previously had an impella 5.5 prior to heartmate 3 implantation on (B)(6) 2026. The patient was continuing device recovery, and the device continued to function as intended. The patient had a head computed tomography (CT) scan performed, and they were unable to move their left arm and leg. There were no changes to patient condition or anticoagulation therapy that may have contributed to the event. No surgery was performed, and they were on supportive care including aggressive physical therapy / occupational therapy.